Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg would no longer communicate with the patient programmer and the charger. The patient had not used the system for over a year due to unrelated health issues. In addition, the ipg was last charged in (B)(6) 2017. Subsequently, surgical intervention was undertaken on (B)(6) 2018 during which the ipg was explanted and replaced.

Event description:
Follow-up identified effective stimulation was restored following the procedure.